Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0001825034 - 2018 - 01487, 0001825034 - 2018 - 01488, 0001825034 - 2018 - 01489. Concomitant products: 195754 vang xp inlk pri tib tray 69mm lot 741520; 195779 vgxp xp lat tib brg rt 9x71 lot 803900; 195849 vgxp xp med tib brg rt 9x71 lot 236430. This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no furth ER action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported in (B)(6) the patient was experiencing mild pain, a little difficulty getting up after kneeling, pain in bed 1 or 2 nights, a little pain that interfered with usual work, and impossible to walk down stairs. Attempts have been made and no further information has been made available at this time.